Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient complained of pain during implantation of the device. The physician reported the catheter tip was too sharp. Fluoroscopy was performed and bleeding was noted from a punctured superior vena cava. A cardiothoracic surgeon was contacted to intervene, but the patient expired.

Manufacturer narrative:
Additional information was received from the complainant on 7/24/2018 and the associated fields were updated. The investigation summary below was unchanged. As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient complained of pain after the catheter was inserted into the right atrium (svc junction). The physician reported the catheter tip was too sharp. Fluoroscopy was performed and bleeding was noted from a punctured superior vena cava. A cardiothoracic surgeon was contacted to intervene, but the patient expired. Reportedly, the documented cause of death was svc (superior vena cava) tear.